Event description:
At [time redacted], artic sun cooling machine alarmed "alarm 080 non-recoverable system error. The control processor failed to detect a simulated water temperature fault." This rn [registered nurse] immediately called the 24-hour hotline at 866-840-9776 spoke with [redacted] at answering service. Representative [redacted] called back at 1829 directed this rn to power the machine on and off. Once powered back on directed to drain water pads, allow machine to reset, and resume therapy on this patient. Machine resumed therapy. No harm to patient.